Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), it was observed that the doppler on the cs100 intra-aortic balloon pump (iabp) had the latch on the access door broken. There was no patient involvement.

Manufacturer narrative:
It was reported that the cs100 intra-aortic balloon pump (iabp) doppler. Getinge field service engineer (fse) it was observed that the doppler and had the latch on the access door broken. During preventative maintenance, the need to replace the batteries and the security disk was found broken. Doppler access door latch (d366-00-0113) was replaced. During pm the battery sealed lead acid 12v(0146-00-0039),safety disk (0997-00-0985-08), knob door latch (0366-00-0113), screw pan head (0212-12-0408), bracket pole mtg iabp (0406-00-0742), pim component (0103-00-0398-01), knob release (0367-00-0076) was replaced. There was no patient involvement.

Event description:
N/a.